Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to use proper procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 3 of 4. The hc was with a se 2240 in drain 3 of 4 and per the home patient (hp) they disconnected in dwell cycle and it was now alarming. The hp reconnected. Proper disconnect procedures were not used. The hp would call the registered nurse (rn) and finish by resetting the hc with a new bag and cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.